Manufacturer narrative:
(B)(4) vauclin, cameron et al (2025). Clinical outcomes of modular segmental megaprosthesis for revision shoulder arthroplasty with severe proximal humerus bone loss at a minimum two-year follow-up. Jses international, volume 10, issue 1, 101381 https://doi.org/10.1016/j.jseint.2025.09.003. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that a patient underwent a shoulder revision procedure approximately 8 months post implantation due to loosening of the humeral stem. Attempts have been made and no additional information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.